Manufacturer narrative:
Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 125 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, osteolysis, component loosening, pain, discomfort, gait impairment, and poor balance. No further issues or complications were reported. No additional information is available.